Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to the lack of information, no conclusion can be drawn at this time. Operative notes requested but have not been provided by the hospital.

Event description:
During introduction of a bifurcated device, a wire wrap occurred. It was noted that this was not recognized until the limbs were already exposed. Several manipulations over a long amount of time to resolve the wire wrap. It was also noted, that early on in the procedure, after the dual lumen was in place, the patient's bp dropped for no reason, no perforation, and after it bounced back, the case was continued. The procedure was completed. Two days later (2009), the patient died of cardiac arrest. The physician speculates that a thrombotic event may have occurred, however, an autopsy was not performed.